Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. A visible cut was reportedly seen on the line that goes through the blood pump module. An up-close photo of the damaged line was provided for review. Additional information was provided upon follow-up with the biomed and a patient care technician (pct) who was present when the leak occurred. Approximately one and a half hours into the treatment, the 2008t machine began alarming with an air detector message. Blood was observed dripping from the blood pump module. The treatment was paused, and the patient's blood was returned from the arterial side of the circuit only. Estimated blood loss (ebl) due to the event was 150 ml. There were no leaks noticed during the priming phase, and no other issues prior to the alarm. It was reported that the treatment had been running smoothly. The patient was re-setup with new supplies on a different machine where they completed their treatment. It was confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. When the bloodline was removed from the machine that had the blood leak, a hole/cut was noted on the segment that goes inside the blood pump. The damaged bloodline was not available to be sent back for evaluation as it was reportedly discarded.